Event description:
It was reported by an ER physician that the patient was in the emergency room due to seizures. The patient had 5-6 seizures the previous night which were not aborted with vns. The patient was then brought to the hospital. The physician reported that the patient stated they have not been checked in 6 months. The patient also reported to the physician that usually the magnet is used to abort the seizures, which did not work this time and he suspects a problem with the implant. No additional information is known at this time.

Event description:
Attempts for additional information, including implant information have been unsuccessful to date.